Event description:
Customer reported an incident where they had a communication error: general system failure during treatment, without any precipitating events prior to the alarm. The patient's blood was not returned following the event. Blood loss volume reported was 230ml. Machine runtime not reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Downloaded machine data files have been received and further investigation into this incident is being conducted by the manufacturer. The company is aware of this machine malfunction (general system failure) and is working on corrections. A final report will be submitted once the investigation is concluded.